Manufacturer narrative:
(B)(4).

Event description:
The customer stated that the display on the coaguchek xs meter serial number (B)(4) was incomplete and very faint. The customer stated that she can only see parts of the numbers on the result field of the display. Instead of seeing the number 6, she sees what looks like an "l". The customer performed a display check and could not tell what the displayed numbers were. Segments and pieces were missing on all fields of the display. It is possible for the customer to mis-read a sample result. No adverse events were alleged to have occurred. The customer's product was requested for investigation and a replacement product was provided to the customer.

Manufacturer narrative:
The customer's meter was provided for investigation. The circuit board of the meter was tested for damage or contamination. The printed circuit board was found to be contaminated by liquid, which penetrated and corroded the solder contacts. Deposits were found between the conductive rubber and contacts of the circuit board which lead to failure of the contacts. The cause was improper handling or maintenance.